Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Right total hip. The revision was to place a femoral stem (patient previously had a girdlestone procedure performed in a prior revision). A multihole cup had been placed previously and remained in. The mdm insert was removed from the cup and a constrained liner was placed with a rest mod stem and head. A cable was also placed prior to stem insertion to prevent fracture. No further information is available from the doctor or hospital.